Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired and the cartridge spit out into the pt and was retrieved through the trocar. A second device was used and the same thing occurred. Both devices were retrieved. Both devices cut and only the proximal staples formed. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 05/04/2009. Info anticipated, but unavailable at this time.